Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed under fluoroscopy. Patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.